Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was located on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy. There was no adverse impact to the customer's blood glucose level.